Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the robotics coordinator indicated that the instrument was in use for 15 minutes before it began to spark and smoke. There was no adverse event or injury to the patient and the patient has not returned to the hospital for any post surgical complications as a result of the arcing event.

Event description:
It was reported that during a da vinci cholecystectomy surgical procedure, it was noted that the permanent cautery hook instrument was smoking and sparking. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments conductor cap had thermal damage. Failure analysis investigation also found the instruments monopolar yaw pulley had thermal damage. There were char marks at the tip of the instrument. The instrument failed electrical continuity testing. Failure analysis investigation also found the instruments conductor wire was broken. The wire broke near the exit of the yaw pulley. The bare wire was able to be observed among charred components. Failure analysis concluded that the wire breakage likely created a path for arcing. The location of the charring on the yaw pulley and conductor cap corresponds to the hook being yawed to one side, near the range of motion limit. No other damage was found.